Event description:
Related MFR report number: 2017865-2023-42706. It was reported that the atrial lead and right ventricular (rv) lead were found dislodged. During lead repositioning, the rv lead helix would not extend. The physician elected to cap the atrial lead and the explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction b5: corrected event description to include that the atrial lead was capped, it was previously reported as repositioned.

Event description:
Related MFR report number: 2017865-2023-42706. It was reported that the atrial lead and right ventricular (rv) lead were found dislodged. During lead repositioning, the rv lead helix would not extend. The physician elected to reposition the atrial lead and the explant and replace the rv lead. The patient condition was stable.